Event description:
An audible alarm was confirmed by telemetry. The alarm due to a motor stall. The stall was constant. The stall was confirmed in the event logs with no motor stall recovery recorded. The pump was programmed to minimum rate. The hcp planned to schedule a pump replacement. The pump medication was not reported. Pt symptoms were not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).